Event description:
The facility reported a pump with an unknown failure code on channel a. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary: the reported condition of an unknown failure on channel a was confirmed. Inspection of the device found that the failure code that occurred was 570:320:844:0000. This failure code was caused by depleted batteries that were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.